Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, sensor deployed after removing safety lock prior to applying to body occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product or data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor was returned for investigation. The device was visually inspected and no defect was found. The confirmation of the complaint is undetermined. A probable cause could not be determined.